Event description:
It was reported that during implant the lead exhibited an insulation anomaly and low lead impedance. The field reports that the insulation appears to have been damaged during the procedure. The lead was explanted and replaced.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field complaint of low lead impedance was confirmed. Upon visual inspection, both the outer and inner insulations were found damaged at 23.9 cm from the connector pin. This damage is consistent with the observation from the field of low impedance.